Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) spoke with a biomed tech who troubleshot the reported malfunction. Biomed replaced the cable. The iabp passed all functional testing and was returned to the customer.

Event description:
N/a

Event description:
It was reported that the auxiliary port of the cardiosave intra-aortic balloon pump (iabp) was not functioning. No patient was involved.

Manufacturer narrative:
Due to character limit in block e1 event site full name is (B)(6) hospital center. A supplemental report will be submitted upon completion of our investigation.